Manufacturer narrative:
(B)(4). Customer was sent a replacement front pcb board.

Event description:
Covidien service center received a report to check for a display error. Customer returned a front pcb only; a complete device was not returned. On (B)(6) 2015 covidien service center determined a different failure occured with the led's found to be faulty; this is a display segments failure. No patient involvement reported.